Event description:
The customer contacted third-party service agent for service of their device. Upon initial evaluation, third-party service agent observed that the device displays "abnormal energy delivery" message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control cqe reviewed electronic device record and observed that the customer had been discharging the energy into the air which causes the abnormal energy delivery message. The cause of the reported issue was determined to be due to the user error.

Manufacturer narrative:
Catalog # of this MDR indicates: unk_smp. Catalog # of this MDR should indicate: (B)(4). A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted third-party service agent for service of their device. Upon initial evaluation, third-party service agent observed that the device displays "abnormal energy delivery" message. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.